Event description:
It was reported that a user on the ilet for approximately two weeks experienced recurrent low blood glucose episodes despite low insulin delivery, with overnight hypoglycemia requiring repeated treatment and an observed insulin use of about 30 units over three days. Symptoms included hypoglycemia with associated palpitations consistent with heart arrhythmia exacerbation. Outcomes included the need for oral glucose treatment with juice and candies and ongoing troubleshooting with the care team and nutritionist. Investigation included review of device data in the bionic report and user education on hypoglycemia management. Investigation of this case revealed a pattern of glucose drops despite low insulin doses, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.